Event description:
It was reported by the rep device was used during a laparoscopic cholecystectomy. It was reported the er320 clips were not closing completely proximally. There was no consequence to the pt. 07/24/1998 the surgeon kept firing the applier. Eventually they used a ussc endoclip to complete the case.